Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that "after puncturing the product to a patient", blood leaked from a jelco® i.v. Catheter. No injury was reported.

Manufacturer narrative:
One jelco® i.v. Catheter was returned. The visual analysis confirmed the presence of a cut over the tube. The leakage test confirmed the presence of leakage from the cut. It is possible that during the manufacturing process of the lot for a misalignment of an assembly state, the tube had been cut. The failure mode of a damaged part was confirmed. The root cause is related to a manufacturing issue.